Event description:
This case was reported by a lawyer and described the occurrence of neuropathy in a (B)(6) male pt who received super poligrip (formulation unk) as a denture adhesive. A physician or other healthcare professional has not verified this report. Concurrent medical conditions included denture wearer since approx 1985. In 1990, the pt started super poligrip (unk) at unk dosing. In (B)(6) 2009, the pt experienced neuropathy, zinc poisoning, copper deficiency, and nerve damage. This case was assessed as medically serious by gsk. Treatment with super poligrip was discontinued. At the time of reporting, the events were unresolved. According to the legal complaint, the pt experienced personal injuries, including heavy metal (zinc) poisoning and neurological damages. In or about (B)(6) 2009, the pt discontinued super polygrip after he was diagnosed with neuropathy attributed to excess zinc and resulting copper depletion attributable to super poligrip. The pt suffered from profound and permanent neurological and other injuries attributed to his super poligrip use, which injuries have left him unable to perform his normal customary and daily activities. The pt also suffered severe and permanent physical injuries. Super poligrip is mfg in (B)(4), and neither the product nor lot number for this product was available. (B)(4).